Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of moisture damage on the electronic assembly. The device had moisture damage on the vibrator, motor, and battery assemblies. Further testing was not performed due to the blank display.

Event description:
The customer stated that accidently he wore the insulin pump in the ocean and the device alarmed. Troubleshooting was performed and moisture in the insulin pump was noticed. No further info was provided.